Event description:
It was reported that a patient's pacemaker was exhibited wide changes in r-wave amplitudes along with far field oversensing on the atrial channel. No intervention was reported. The patient was stable.